Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient underwent an open reduction internal fixation procedure on (B)(6) 2016. During the procedure, it was found the item number etched on the plate to be used did not match the part number on the label. This was found prior to use. Another plate was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation results conclude the incorrect item number was keyed into the system by the machine operator. As a result, the incorrect item number was etched into the device. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01250 / 01251).

Event description:
It was reported a patient underwent an open reduction internal fixation procedure on (B)(6) 2016. During the procedure, it was found the item number etched on the plate to be used did not match the part number on the label. This was found prior to use. Another plate was used to complete the procedure without delay. A subsequent inventory inspection found another lot of the same part number had the same issue.